Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to fluid ingress inside the device. The device was considered as unrepairable and was returned to the customer labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.